Event description:
It was reported that a revision surgery was performed due to a failed previous total knee arthroplasty.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, (B)(6) without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported cellulitis and hematogenously spread of the acute deep sepsis cannot be confirmed however, based on the reports of multiple surgeries and interventions the reported ongoing infection was the cause for revision and infections as described are not usually a result of product failures or sterility issues of the device. There is no evidence to support our device contributed to the reported infection. (B)(6). The major contributing factor to the reported knee popping is due to a fall the patient sustained and is not due to a mal-performance of the prosthetic components. (B)(6), without the return of the device for evaluation the root cause of the reported failed total knee arthroplasty cannot be concluded. However based on the medical records the patient has sustained multiple falls which cannot be ruled out as contributing factors. The patient impact beyond the revision itself cannot be concluded. No further medical assessment is possible at this time based on the information provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.